Manufacturer narrative:
Findings: pump received with minor scratched display window, cracked reservoir tube lip, cracked battery tube threads and cracked and bleeding lcd glass. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
The customer reported via phone call indicating that the insulin pump had damage. Customer's blood glucose at time of incident was unknown. Customer stated that they fell and damaged the screen. Customer stated that the screen is cracked and screen has a black line through it. The customer was advised to discontinue use of the device and revert to backup plan. Customer was advised that the device would be replaced.